Event description:
Pt was having a 10 fr foley inserted prior to a cystourethrogram. The rn had advanced the catheter and inflated the balloon but had no urine return. The rn attempted to advance/withdraw without success. The rn attempted to deflate the balloon and 2 of the 3 cc of saline came out, but no more and the catheter was still immovable. The pediatrician attempted deflation and removal without success, including cutting off the inflation valve. The pt went to radiology and the radiologist was able to view the catheter at the base of the penis. The radiologist was unable to deflate the balloon so injected dye to view the urethra/bladder. Once able to view this, the radiologist saw that the balloon was not inflated to its full capacity with about 1 cc of "air" seen. He injected a lidocaine jelly through the foley and gently pulled the catheter out. The pt reported they felt minimal to no discomfort during or after the procedure. The pt went back to pediatrics to recover and was discharged without further event or problems. The device is available but all product info was discarded (tip of inflation valve and packaging) in error by rn. Unable to retrieve.